Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the catheter was advanced into the sheath and there was air bubbles. It was noted that the air bubbles were being removed when it was noticed that the valve was broken. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance 4fc12 sheath with lot 78022, and data files were returned and analyzed. Data files did not show any system notices for the date of the event. Visual inspection of the sheath showed the shaft was intact with no apparent issues; the reported air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks; hemostatic valve was leak tight, and the valve assembly was leak tight as well. In conclusion, the reported issues of air ingress and hemostatic valve breakage have not been confirmed through testing. The sheath passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.